Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer was tested at the laboratory at approximately 10:00 a.m. With a result of 2.8 inr. The customer tested on the meter at 3:53 p.m. With a result of 6.4 inr. The laboratory result was believed to be correct and any medical decisions were made based on that result. No medical treatment was required. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic. The customer was not experiencing any bleeding or bruising, has had no changes in warfarin dose, and no changes to his diet, health or other medications. The customer does not have antiphospholipid antibodies and is not taking any other anticoagulants. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.